Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had physical damage. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin pump is cracked, one crack across the screen, three that come from each corner of the screen out, where the insulin reservoir goes in and another crack right next to the insulin reservoir. The customer stated that the damage may have occurred from regular tear. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, cracked display window, cracked reservoir tube window corners, cracked battery tube threads, minor scratched lcd window and partially broken reservoir tube lip. Also, the insulin pump is missing reservoir tube lip o ring and the end cap sticker.